Manufacturer narrative:
The manufacturer previously reported information received on 11/27/2025 alleging there was trouble with the trilogy evo, japan ventilator while in patient use at 1:20am. The reporter stated that the touch panel did not respond and could not be operated when attempting to switch the settings. In addition, there was a report that airflow stopped during switching the mode, making it difficult for the patient to breathe. The patient was rushed to the hospital and is currently in the ICU. Patient information or condition is not disclosed. The trilogy evo, japan device was returned to the manufacturer's service center for an initial evaluation. During the evaluation the reported issue was not confirmed or reproduced during an operational check. The log data was checked, but no records indicating abnormalities were observed. A functional test was performed next and confirmed that it passed all tests. The interior of the machine was checked but found no abnormalities. Regarding the incident where the touch panel became unresponsive, when checked the machine dirt was observed that appeared to be liquid that had dried and solidified on the surface of the touch panel. In addition, a record indicates that the alarm was manually reset at around 1:35 a.m. On (B)(6), shortly after an incoming call at around 1:20 a.m. It is speculated that the touch operation temporarily became unresponsive when some kind of liquid was present or likely to be present, and the liquid reacted to the touch operation. Regarding the situation that the airflow was not provided, the relevant device was used with mpv-pc mode. The record of an error indicating no patient triggers within an allowable time. (E-351) was also observed in the log. It is assumed that the machine did not deliver air because mpv-pc mode was being used when the patient was not breathing spontaneously. The actual usage situation is being confirmed with the sales representative. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. New information has been identified during a good faith effort. The patient did not recover and passed away on (B)(6) 2025. No further details regarding the patient's death were provided. The information in this report has been updated to reflect this new information. Further investigation of the device's trilogy evo display assembly was performed at the manufacturer's product investigation laboratory (pil). The pil found that the display assembly was contaminated. Pil installed the display onto the pil trilogy evo stb and was able to operate the touchscreen before and after running therapy with a test lung for approximately 3 hours. The display then passed touchscreen verification testing on the pil trilogy evo multifunctional test station. Pil concluded that while contamination was present, the display assembly operates as designed.

Manufacturer narrative:
The manufacturer previously reported information received on 11/27/2025 alleging there was trouble with the trilogy evo, japan ventilator while in patient use at 1:20am. The reporter stated that the touch panel did not respond and could not be operated when attempting to switch the settings. In addition, there was a report that airflow stopped during switching the mode, making it difficult for the patient to breathe. The patient was rushed to the hospital and is currently in the ICU. Patient information or condition is not disclosed. The trilogy evo, japan device was returned to the manufacturer's service center for an initial evaluation. During the evaluation the reported issue was not confirmed or reproduced during an operational check. The log data was checked, but no records indicating abnormalities were observed. A functional test was performed next and confirmed that it passed all tests. The interior of the machine was checked but found no abnormalities. Regarding the incident where the touch panel became unresponsive, when checked the machine dirt was observed that appeared to be liquid that had dried and solidified on the surface of the touch panel. In addition, a record indicates that the alarm was manually reset at around 1:35 a.m. On (B)(6), shortly after an incoming call at around 1:20 a.m. It is speculated that the touch operation temporarily became unresponsive when some kind of liquid was present or likely to be present, and the liquid reacted to the touch operation. Regarding the situation that the airflow was not provided, the relevant device was used with mpv-pc mode. The record of an error indicating no patient triggers within an allowable time. (E-351) was also observed in the log. It is assumed that the machine did not deliver air because mpv-pc mode was being used when the patient was not breathing spontaneously. The actual usage situation is being confirmed with the sales representative. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. New information has been identified during a good faith effort. The patient did not recover and passed away on (B)(6) 2025. No further details regarding the patient's death were provided. The information in this report has been updated to reflect this new information.

Event description:
The manufacturer received information on 11/27/2025 alleging there was trouble with the trilogy evo, japan ventilator while in patient use at 1:20am. The reporter stated that the touch panel did not respond and could not be operated when attempting to switch the settings. In addition, there was a report that airflow stopped during switching the mode, making it difficult for the patient to breathe. The patient was rushed to the hospital and is currently in the ICU. Patient information or condition is not disclosed. The trilogy evo, japan device was returned to the manufacturer's service center for an initial evaluation. During the evaluation the reported issue was not confirmed or reproduced during an operational check. The log data was checked, but no records indicating abnormalities were observed. A functional test was performed next and confirmed that it passed all tests. The interior of the machine was checked but found no abnormalities. Regarding the incident where the touch panel became unresponsive, when checked the machine dirt was observed that appeared to be liquid that had dried and solidified on the surface of the touch panel. In addition, a record indicates that the alarm was manually reset at around 1:35 a.m. On (B)(6), shortly after an incoming call at around 1:20 a.m. It is speculated that the touch operation temporarily became unresponsive when some kind of liquid was present or likely to be present, and the liquid reacted to the touch operation. Regarding the situation that the airflow was not provided, the relevant device was used with mpv-pc mode. The record of an error indicating no patient triggers within an allowable time. (E-351) was also observed in the log. It is assumed that the machine did not deliver air because mpv-pc mode was being used when the patient was not breathing spontaneously. The actual usage situation is being confirmed with the sales representative. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.